Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally changed the pump's correction factor. The customer's blood glucose was 127 mg/dl. The customer changed the correction factor to the correct value and resumed insulin therapy.